Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following:: product ID: etlw1624c93e, serial (B)(6) , ubd: 22-jan-2025, UDI#: (B)(4) ; product ID: etlw1624c93e, serial (B)(6) , ubd: 12-dec-2024, UDI#: (B)(4) ; product ID: etlw1624c82e, serial (B)(6) , ubd: 20-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during an unknown endovascular procedure. It was reported approximately 1 year post the index procedure that the patient and patient's rep called technical services on (B)(6) 2024 stating that one of the patients stent grafts was failing. The stent graft was discovered to have failed and collapsed causing the patient right leg pain and restricted blood flow in the patient's right leg which requires surgery. The collapse of the stent graft was observed at a 6 week follow-up from spinal fusion surgery one year post the index procedure where the patient reported extreme right leg pain. It was confirmed by the physician that one limb has occluded and not collapsed. There is no follow up imaging on this patient due to poor renal function. The cause of the occlusion is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: it was confirmed the occlusion was caused by a dissection in the common femoral artery. The occluded limb was revascularized with a 16x24x124. Peripheral stents were used to fix the dissection. Good flow was noted when the intervention was complete. The cause of the dissection is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.